Manufacturer narrative:
Section h6 correction: health effect - clinical code 4440 - thrombosis/thrombus added. Section h6 correction: health effect - clinical code 2139 - loss of vision removed. Section h6 correction: health effect - clinical code 1958 - memory loss/impairment removed. Manufacturer¿s investigation conclusion: a direct correlation between the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable cut approximately 2.5¿ from the pump header. The distal portion of the pump cable and modular cable were not returned. Approximately 1.5¿ of the sealed outflow graft was returned. The outflow graft bend relief was not returned. The apical cuff was returned not returned. Evaluation of the sealed inflow and outflow conduits was unremarkable and revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including the applicable sterilization and packaging documentation. The heartmate 3 lvas instructions for use (IFU), revision d, is currently available. Section 1, "introduction," lists stroke, bleeding, and thromboembolism (venous and arterial non-central nervous system) as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was explanted due to recovery. After explant a head CT confirmed a sub-acute posterior cerebral artery (pca) infarct with petechial hemorrhage.

Event description:
It was reported that the patient was explanted. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was explanted due to recovery. After explant a head CT confirmed a sub-acute posterior cerebral artery (pca) infarct with petechial hemorrhage. It was later reported that patient was switched to heparin drip for 2 weeks prior to explant as patient has a transcatheter aortic valve replacement performed. Then patient remained inpatient awaiting the ventricular assist device explant. Patient tested positive heparin-induced thrombocytopenia with thrombosis (hitt+) and was treated with plasmapheresis. After explant patient was placed on eliquis. Afterwards patient was started on acetylsalicylic acid (asa) and stopped eliquis, was monitored for a goal glucose of 140-180, consider alternative statin, started deep vein thrombosis prophylaxis, and took nothing by mouth until cleared by speech. The patient continued to have some vision issues, and patient was told to follow with neuro outpatient. It was also reported that patient experienced symptoms of difficulty seeing words/numbers, having intermittent vision changes, and memory issues. The pump was working as expected up until explant. The pump was not inside the patient at the time of the pca infarct.